Event description:
New information received notes that programming changes were made. The patient experienced no adverse consequences.

Manufacturer narrative:
Additional information: b5.

Event description:
New information received notes that high defibrillation impedance occurred on the implantable cardioverter defibrillator and right ventricular lead. No intervention was performed. The patient experienced no adverse consequences.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-07381. It was reported that the asymptomatic patient presented via remote transmission. Upon review, the implantable cardioverter defibrillator and right ventricular lead exhibited high defibrillation impedance. The physician suspected capsule formation around the device. No intervention was performed. The patient experienced no adverse consequences.